Event description:
It was reported that patient with right ventricular (rv) lead experienced diaphragmatic stimulation. Patient feels it with rv pacing which the thresholds have been increasing. To date the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).